Manufacturer narrative:
Information not provided.

Event description:
Customer called because his (B)(6) year old daughter was using her toothbrush and it poked a whole in the mouth. She went to the emergency room last night and was bleeding for 8 or 9 hours before the bleeding stopped. She was brushing her teeth and laid down on the floor with her dog; when she went to get up she put pressure on her elbow to get up causing her to lose grip with the tb in her mouth. This action poked a whole in the roof of her mouth. It happened around 11 pm last night and the bleeding stopped about 3 am. The bleeding stopped the hospital said that they can't do stitches because it is too far back in her mouth.